Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information requested and received: were any difficulties noted with device during initial procedure? No difficulties discovered during procedure. Stapler functions as intended. Does the surgeon routinely wait 15 seconds prior to firing? Prior to air leaks, surgeon did not wait a full 15 secs. Were any staple formation issues noted? No, not during the case. How long was the chest tube in place after initial surgery? 1-2 days. Why does the surgeon believe the source of air leak is from staple line? Can not specify, but patient had subcu air built up and had to bring back to the floor where a tube was placed again and the leak subsided.

Event description:
It was reported that two days post op a vats lobectomy procedure, there was an air leak. The patient was readmitted. Chest tube was placed. The patient was sent home since the readmission and are doing well. No device will be returned.